Event description:
It was reported that the patients leads were having high impedances. The patient underwent a revision procedure wherein the leads were replaced, and patient was doing well postoperatively. The explanted devices were discarded by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).